Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed. A small pericardial effusion was noted prior to the case. There was difficulty crossing the septum, so they switched from transesophageal echo (tee) to intracardiac echo (ice). They kept falling very inferior and could not find the tent. A watchman trusteer access system (was) and a 27mm watchman flx pro laa closure and delivery system (wds) were selected for use. After successfully crossing the septum, the transesophageal echocardiography (tee) physician noted a possible effusion on imaging. The implanting physician continued the procedure and deployed the 27mm closure device. The patient's blood pressure dropped, and the effusion was noted to have increased in size. Pericardiocentesis was performed to treat the effusion. The first drain clotted, and a second drain had to be placed. Approximately 650ml of blood was removed, and an additional two units was administered to the patient. Patient vitals remained relatively stable. The implant procedure was aborted before the closure device could be successfully implanted in the laa. The patient was admitted to the hospital. There were no further complications.